Event description:
The user's hearing performance with the device is affected. There is no report of specific trauma and there has been no swelling above implant housing. Reimplantation is considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. In addition, a partial migration of the active electrode array out of cochlea is reported, which might have contributed to the lack of benefit. Re-implantation is considered, but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. Furthermore a partial migration of the active electrode array out of cochlea is reported. This is a final report.

Event description:
The user's hearing performance with the device is affected. There is no report of specific trauma and there has been no swelling above implant housing. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.